Event description:
Per the surgeon's report, this pt experienced pain and swellingover the implant, which subsided following treatment with antibiotics. The patient refused to use his cochlear implant system even after the swelling subsided. Integrity testing in 2006 showed electrode anomalies on a number of electrode contacts. The surgeon explanted the device (about 18 dyas later is unconfirmed) and reimplanted the patient with a new device.